Event description:
Additional information received reported that the patient was no longer getting coverage that made him comfortable. The reporter stated that the patient's doctor could fix and replace the leads if needed or fix the wire breakage. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that high impedances (>20,000 ohms) were measured on electrode #1 on the lead of the patient's implantable neurostimulator (ins) system. It was noted that this electrode was not used in the patient's therapy. The patient was reported as getting good therapy and no further interventions were planned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 7495-51 serial# (B)(4) implanted: (B)(6) 1998 explanted: na; adaptor model 74001 lot# n217765 implanted: (B)(6) 2010 explanted: na; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4); lead model 3487a serial# (B)(4) implanted: (B)(6) 1998 explanted: na.